Event description:
Information was receive regarding an implantable neurostimulator (ins). The caller was the patient's wife. The caller stated that the patient had the ins placed earlier today. The stimulation was on and caused a vibrating sensation in the patient's legs and the healthcare provider (hcp) can't turn therapy off. They attempted to contact people with manufacturer but did not get a response. Tss directed the caller to have the hcp contact tech services for assistance using the remote. The caller was not with the patient at the time of the call. Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). It was reported that the patient (pt) was kept in the hospital after surgery, and was still there at the time of the report nerve damage. Hcp didn¿t know if the patient had nerve damage per se, but pt experienced numbness in his legs later in the day on the 3rd. Hcp spoke with the patient today after they found out that pt was explanted, and was able to walk and seemed to be doing better. Pt said he¿s sore, and feels a little weak, but seemed to be getting better. Device was removed. Per the physicians office, the patient developed a hematoma later in the day on the 3rd. After imaging, it was determined that the system would need to be explanted. The patient had surgery at 8:00 in the morning. Pt stated that he seemed to be doing ok, other than being very sore, until about 5:00 or so in the evening. At that time he felt like the stimulation had increased in strength and was getting uncomfortable. For some reason pt's communicator came unpaired from his remote and so hcp was contacted, and then called pt to walk his nurse through pairing the device back up and turning the device off. Hcp also confirmed on the remote that pt's amplitude was still at the same strength that he was left at in pacu. The patient stated that he felt better after turning the device off, but some time later he started to develop numbness in his legs. The surgeon returned, had some imaging done and then determined that the device needed explanted. After speaking with him and turning his device off for the time being, the patient seemed improved. Hcp was not aware that he was explanted until today, (B)(6)

Manufacturer narrative:
Continuation of d10: product ID 977c165; lot/serial# (B)(6); implanted: (B)(6) 2026; explanted: (B)(6) 2026; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165; serial/lot #: (B)(6); ubd: 09-jan-2030; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.